Manufacturer narrative:
(B)(4).

Event description:
Regarding the range of dissection, it occurred at the descending aorta. The dissection did not occur to the whole vessel wall, but it occurred like a penetrating aortic ulcer. There was no endoleak. The physician commented that bare stent of endurant caused the dissection, but since the vessel wall was fragile it was inevitable.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 50 mm in diameter and 114 mm in length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 16 mm in length. The left common iliac artery was 21 mm in diameter and the right common iliac artery was 18 mm in diameter. The right external iliac artery measured 9 mm in diameter and the left external iliac artery measured 9 mm in diameter. The right internal iliac artery measured 13 mm in diameter and the left internal iliac artery measured 12 mm in diameter. It was reported that four months post index procedure the patient had a type b dissection. The patient is stable. The physician is monitoring the patient. No additional clinical sequelae were reported. The physician commented that it is unknown the causality with the relevant device, but it would be the spot to be vulnerable to dissection on this case.